Manufacturer narrative:
D10 concomitant products: egiauxl,egiauxl endogia ultra univ xl stapler, (lot number: p5j1186) egiauxl,egiauxl endogia ultra univ xl stapler, (lot number: p4a0996) sigtrsb60amt, sigtrsb60amt 60mm med thk reinforced rel, (lot number: n3c0810y) sigtrsb60axt, sigtrsb60axt 60mm xtr thk reinforced rel, (lot number: n5j1450y) sigtrsb60amt, sigtrsb60amt 60mm med thk reinforced rel, (lot number: n3c0810y) sigtrsb60axt, sigtrsb60axt 60mm xtr thk reinforced rel, (lot number: n5j1450y) egia45amt, egia45amt egia 45 artic med thick sulu, (lot number: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy, the handles broke and cracked. The surgeon attempted multiple reloads and went from purple to black on the antrum of the stomach, yet the surgeon could not fire through one area of the stomach; it was partially fired. After multiple attempts, the surgeon moved lateral and completed the sleeve with no issues. The surgeon oversewed the staple line at the area.

Manufacturer narrative:
Additional information: g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the reload was partially fired with the interlock engaged. The jaws were open. Staple pushers were visible at the cut line. The distal suture on the anvil and cartridge side were still anchored. The reinforcement material was missing. Functional testing noted that the reload was loaded into a representative instrument. The interlock was overridden and the reload was applied to test media. All remaining staples were placed, and test media was cleanly transected. The reload interlock was tested and found to function properly. It was reported that the device experienced partial firing. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur when the firing handle has not been completely cycled. If the instrument return knobs are retracted at any point once the firing cycle has begun, the reload will engage into safety interlock and prevent further attempts to fire by ceasing the placement of staples and tissue transection and prevent patient harm. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: failure to completely fire the reload will result in an incomplete cut or incomplete staple formation, which may result in poor hemostasis or leakage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.